Manufacturer narrative:
Per the t:slim user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 260 mg/dl. A bolus via the pump was delivered and water was consumed to address the bg level. During troubleshooting, an air bubble was observed in the tubing. Reportedly, the customer was using apidra insulin in the cartridge. Tandem technical support informed the customer that apidra was not labeled for use with the cartridge. The customer was to change out the pump supplies.